Manufacturer narrative:
This report has been submitted on april 01, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with topical antibiotics (date and duration not reported). However, the issue did not resolve. The implanted device remains.